Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lost (B)(6) since implant which caused the implanted neurostimulator to protrude. A revision was done on (B)(6) 2011 to reposition the device. At that time, the implanted neurostimulator showed a remaining longevity of 29-48 months; the patient made a personal decision to replace the device so as to prolong the time until another surgical procedure would be required to replace a depleted battery. The patient was doing well.